Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported pegasus yel 24ga x 0.75in prn-cap y had the needle pierce through the catheter. The following information was provided by the initial reporter, translated from (B)(6): "when the patient was given infusion treatment, the indwelling needle could not be inserted into the skin. After withdrawal, it was found that the inner core of the indwelling needle had pierced the cannulation tube".

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1032149. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported pegasus yel 24ga x 0.75in prn-cap y had the needle pierce through the catheter. The following information was provided by the initial reporter, translated from chinese: "when the patient was given infusion treatment, the indwelling needle could not be inserted into the skin. After withdrawal, it was found that the inner core of the indwelling needle had pierced the cannulation tube".